Event description:
During surgery, the mbt tray impactor handle would not disassociate from the tray after impaction. The tray had to be removed and was dislodged via mallet. It was also noted that the insert to be implanted was expired. The surgery time was extended approximately 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.